Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this previous implanted right ventricular (rv) lead exhibited loss of capture (loc) with high capture thresholds and low amplitudes. It was noted that this rv lead also exhibited oversensing as the lead had dislodged and migrated to the superior vena cava (svc). Per physician discretion therapy was turned off and this patient was sent home with a lifevest. Ultimately, this rv lead was explanted and successfully replaced. This lead has not been returned for analysis at this time as the field representative is attempting to locate it. No additional adverse patient effects were reported.